Manufacturer narrative:
(B) (4). (B) (4). Introducer tip sheared off. Evaluation summary: the analysis results found that the mam3008 device (b) was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results (a) found that only an x ray image was returned; on the image the introducer tube of a mammomark device with the tip sheared od and a collagen plug with the titanium clip present can be seen. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device a additional information: batch # unk, expiration date: unk. Manufacturing date: unk. Clear tip sheared at distal tip.

Event description:
It was reported that the physician went to deploy the marker during a breast biopsy procedure, met a lot of resistance and didn't fully deploy. The plastic frayed and the marker didn't deploy.